Event description:
The facility reports the event occurred in 2006, at approximately 5:15pm, during a patient transfer from wheelchair to bed. The cna placed the sling underneath the patient in the wheelchair. However, the cna stated that, during lowering and positioning the unit spreader bar over the patient, one of the sling clips must have come undone with some slack upon lowering. During the hoisting procedure, the patient fell uncontrollably to the floor. During this time, the facility assisted with the injuries until 6:30pm. Thereafter, the patient was taken to the hospital via ambulance and was released the following morning, at 4:30 am in stable condition. The patient sustained a head laceration which required four stitches. There was also swelling around the head from the incident.